Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database and device history record cannot be performed as a lot number was not provided.

Event description:
The account alleges that a bridge guide wire from one of the prep kits broke apart inside the patient. The tip of the wire got stuck in the ivc and when the ep extractor pulled back the guide wire it slinkied apart. The physician was able to successfully snare the piece that broke off.